Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in new zealand. Our evaluation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that rt380 adult dual heated evaqua2 breathing circuit failed the pre use leak test. Conclusion: without the return of the subject device, we are unable to determine what may have caused the reported failed ventilator leak test. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.